Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the device cracked during impaction. Reportedly, the surgeon did not fault the device and/or labeling and the procedure was successfully completed ¿without delay changing the surgical technique¿. It was communicated that requested medical documentation would not be provided for inclusion in the medical investigation and the patient¿s current health status is unknown. The patient impact beyond the reported modified surgical procedure could not be determined. No further medical assessment is warranted at this time. Should further clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery while surgeon was impacting stem with stem inserter the inside stem inserter pommel cracked off, and hit ground. The procedure was completed without delay by changing the surgical technique.